Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not accept the battery. The insulin pump kept alarming failed battery test. Customer's blood glucose level was 218 mg/dl. The customer was unable to further troubleshoot because he did not have a battery with him. The device was not returned.